Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Subsequently, it was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Lastly, it was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 152-high mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the elevated blood glucose level; however, no response was received from the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.